Event description:
It was reported by the patient that she was hospitalized on (B)(6) 2025 with dka (diabetic ketoacidosis). The patient reported earlier that day, she received an urgent low glucose alert and her dexcom g7 cgm (continuous glucose monitor) indicated a glucose value of 47 mg/dl. The omnipod system paused insulin delivery as the system is designed to pause insulin delivery if the cgm reading is 55 mg/dl or less. At 10:21am the omnipod system resumed insulin delivery with a cgm reading of 57 mg/dl. The patient reported she checked her bg level with a blood glucose meter and found her bg was actually 600 mg/dl, and not low as the cgm had indicated. The patient reported wearing the pod between 38 and 48 hours in the arm. In addition to hyperglycemia, the patient also experienced a headache and feeling dizzy, so her husband took her to see her physician. Her blood glucose was also tested at the physician's office and read 600 mg/dl as well. The patient was sent to the hospital and upon admission, her bg level was 1000 mg/dl. At the hospital, the patient was treated with an IV (intravenous) solution (contents not provided), antibiotics, 10 units of long-acting insulin (lantus) two times per day, 6 units of rapid acting insulin (humalog) with meals along with a sliding scale of humalog insulin as needed. The patient was discharged after 4 days on (B)(6) 2025. Dexcom has been notified of incorrect cgm readings.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dka or hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s916usqs6cyb3 smartphone hardware: sm-s916u cgm sensor type: g7.

Manufacturer narrative:
The case description states that the dexcom app was giving inaccurate values (urgent low values) and giving urgent low alerts when in actuality the user had very high blood glucose levels. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the patient history buffer (phb) file shows that the pod was receiving valid estimated glucose values (egvs) from the continuous glucose monitor (cgm) during use. On the day and time of occurrence, the phb data shows a period of receiving low egvs from the pod for display which receives blood glucose values from the dexcom cgm. Due to the unavailability of the cgm or the data from the dexcom app, it could not be determined if any issues were found with the dexcom app and whether it was giving inaccurate values. The phb showed that the algorithm was correctly adjusting the suggested insulin in response to user inputs and egvs. Inspection of the logs showed that no hazard alarms or alerts were displayed to the user on the day of occurrence as was also confirmed by the user in the case description. No problems were found with the system however it could not be determined whether the dexcom displayed inaccurate values.